Event description:
It was reported that the patient experienced underdose symptoms of increased baseline pain. The hcp stated that the increased pain symptoms were "due to her medical conditions" and not attributed to her implanted device system. The pump was interrogated and the device was working properly. The patient's status was reported as "fair". The medication being delivered via the device system was fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).